Event description:
The consumer reported that stimulation stopped when they were in a certain position. Further information received from the consumer reported that the circumstances that led to the issue included more swimming and being more active with the nice weather. To resolve the positional stimulation issue the patient had the device recalibrated. It was noted that so far the issue had been resolved. The indications for use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.